Event description:
Patient reported a "ruptured", "pain" in the breast and an MRI showing "two lymph nodes affected". Later contacted back reporting "silicone in axilla". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient reported a "ruptured", "pain" in the breast and an MRI showing "two lymph nodes affected". Later contacted back reporting "silicone in axilla". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, d4, g2, h4, h6.